Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for spring and needle protruding out of the front of the barrel with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that when the nurse opened the package, the spring that would activate the safety of the bd vacutainer® push button blood collection set was out of the safety mechanism. The needle was sticking out past the spring. No injury or medical intervention reported.